Event description:
During a percutaneous transluminal angioplasty (pta) to an unk artery, two balloons were reported to have ruptured. There was no reported pt injury. Multiple attempts to obtain add'l info have been made and there is no add'l info regarding pt, lesion or procedural characteristics regarding this event. The prod was not returned for analysis. A device history record review was performed and showed that this lot of prod, including subassemblies, met all requirements per the applicable mfg quality plan, including the burst test values. With the limited amount of info available and without the return of the prod or films of the procedure, it is not possible to determine the relationship between the device and the event.